Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose level was 167 mg/dl at the time of the incident. Customer reported the time clock did not advance. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify frozen display or failed sensor due to blank display. Device received with corroded battery tube and corroded motor home switch.